Event description:
It was reported that a malfunction alarm occurred with the customer's tandem pump, identified as malfunction code 199, which indicated a pump issue. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use a backup insulin pump temporarily. Technical support arranged for the replacement of the malfunctioning pump with one that has updated software, provided instructions for storage mode and return procedures, and confirmed the shipping address.